Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl.; results: level 1 ¿ 47, 46, 47 mg/dl, level 2 ¿ 323, 328, 317 mg/dl.; all returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. The meter result was 7.2 and the laboratory result was 5.5. The units of measure were not provided. The meter result was 6.4 and the laboratory result was 4.0. The units of measure were not provided. The blood samples used for comparison were collected at the same time.